Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was leaking at an unspecified connection, leading to air in the filter. This occurred during infusion of total parenteral nutrition (tpn) in the neonatal intensive care unit (nicu). The reporter stated that the product was connected to a buretrol set, and the setup was being used with a sigma IV pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.